Event description:
Our office in another country reported that a male consumer experienced ocular redness and an "eye infection" after complete moistureplus. He visited a hospital and consulted a healthcare professional and was treated with chloramphenicol eye drops and chloramphenicol ointment. The pt recovered. The complaint unit was not returned for testing. Chemical analysis of a retained sample met product specifications. Root cause is unknown.

Manufacturer narrative:
Batch record review of reported lot and chemistry evaluation of retained sample were performed. No deviations were noted. Product was within specifications.